Manufacturer narrative:
One device was received for evaluation visual inspection found the device in used condition. A review of the event history log revealed 13 'cassette not attached properly' high alarms. Functional testing was able to duplicate the reported problem. It was determined that the most probable root cause was the latch lock assembly. The latch lock assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that cassette not attached. There was unknown patient involvement and unknown harm/adverse event was reported.